Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 436 mg/dl at the time of incident. Customer also stated that the insulin pump got suspended due to low sensor glucose value. Customer declined trouble shooting for high blood glucose. Customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The reservoir and insulin pump will not be returned for analysis.